Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure using vasoview hemopro 2, they were having difficulty visualizing secondary to adipose smear on the scope lens. They were cauterizing adipose tissue and did not have full visualization of the c ring. They retracted the c ring after cauterizing and only half of the c ring would retract into the cannula. They noticed that the middle of the c ring was split. They immediately removed the product. The c ring was split in half upon examination. All pieces were accounted for. There was no product left behind in the patient. There was no patient injury. There was no delay in patient care. A second kit was opened to complete the case. Per photo provided by the complainant, it is observed that the c ring was split in half.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 05/30/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The c-ring was observed to be cracked/split in the center of the c-ring. An investigation was conducted on 06/04/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The cannula handle was observed to be intact. The c-ring was observed to be cracked/split in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000473190 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.